Event description:
Boston scientific received information that the patient implanted with this device complained of pain in the pocket area since implant. Surgical intervention was performed to move the system subpectorally however this did not resolve the pain. Finally the whole system was explanted. During the explant procedure there was some yellow fibrotic tissue that the physician suspected to be evidence of an infection. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.